Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic caught in the cartridge and tore. The lens was cut to remove and there was no patient injury, no enlarged incision or sutures.